Manufacturer narrative:
(B)(4). Date of initial report: 11/14/2016. Date of follow-up report: 12/15/2016. The reported condition that the device did not seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the bleeding occurred during the procedure. Blood loss was under 500cc. A new device was used to complete the case and there was no injury to the patient.